Manufacturer narrative:
Per RMA a new cable was swapped out per cass and tested. The suspect cable passed a continuity test with no opens or shorts detected. The retractor functions normally. No problem found. No impact on patient outcome reported.

Event description:
Medtronic representative called in to report that the system was plugged in and then shut off on its own. They then moved the system to another outlet and observed the same behavior but this time there was a spark at the plug end of the power cord. Representative also reported that when the power shut off at the end of the case, the touch n go registration disappeared. Navigation was subsequently discontinued at that point. No impact on patient outcome was reported.